Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The pt reported that she experienced double vision in her right eye, and the lens was explanted and replaced with a different model lens. Add'l info has been requested from the pt's surgeon, but has not been received.